Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty converter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty converter unit. The lens was foggy and hit marks were found on the front panel. There were scratches noted throughout the device. There was minor deformation found on the scope socket and corrosion was found on the rear panel and its components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera elite xenon light source was not glowing and had an e103 lamp error. The issue was found during maintenance. There were no reports of patient harm associated with the event.